Event description:
It was reported that while using the bd facslyric¿ that there was carryover. The following information was provided by the initial reporter: excessive noise (suspicion of carryover) when the rest of the sample was measured with another lyric on the same day, no noise was observed. No improvement after sit flash 6 times.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported.

Event description:
It was reported that while using the bd facslyric¿ that there was carryover. The following information was provided by the initial reporter: excessive noise (suspicion of carryover) when the rest of the sample was measured with another lyric on the same day, no noise was observed. No improvement after sit flash 6 times. (B)(6) on (B)(6) 2023. "The customer said that the user saw plots where the last measured sample was carried over to the next measured sample. When fse visited a customer, the bd carryover spec was 0.1%, exceeding the bd spec. After the p2 pump replacement and sample tube replacement work, the problem was resolved and there are no complaints from the customer." (B)(6) 2023. Are there erroneous results on patient samples from diagnostic test? No. (B)(6) 2023. Was carryover observed on patient samples? Yes. (B)(6) 2023 05:37:39 (gmt) I will record the content of the conversation with mr. (B)(6) on another matter. If you test the test twice, noise will appear in the latter half of the tube (no noise will appear if you test it only once). As an operation before shutdown, clean and water are flowed at high daily clean sit flash after this operation (even the next day), the noise will not come out ·lyric at another facility (smp) under the same conditions ·no noise even when tested twice with the same sample ·for the time being, measurement is performed with the wash operation (the above method) between tests. "I haven't discussed this with orizuru yet." I had the sample line replaced before, but is it possible to replace the other flow path until the laser is irradiated? It is possible to replace the tube itself, but since the sample line is immediately connected to the flow cell, I don't think replacing the other flow paths (orange or blue tubes on the left side of the main unit) will have much effect. ·I think that both companies need to talk more than I can say something, so if you have any requests again, please contact me. (B)(6) 2023. Yes, however the failure mode did not confirmed (B)(6): (B)(6) 2023 08:06:00 (gmt) from(B)(6) mr. (B)(6) the "dripping from sit" phenomenon has not recurred visually so far. I also understand that you will be able to visit us from 10:00 on friday, april 21st. Please come directly to the entrance of building b on the day. Regarding the sample, I have commented on the preparation below. · verification samples prepared when working with mr. (B)(6) (all) all the samples measured when mr. (B)(6) came were discarded and will be dyed on the day. In addition, the remaining amount of the fixed sample before staining is so small that it is impossible to use the same sample for all tests. I think it is difficult. I would like to use the sample fixed on another day, is that okay? ·cells (unlabeled (fixed, non-fixed)) I will make adjustments on the day, so I won't be ready in time for 10 o'clock, but is that okay? ·stained sample this is also prepared on the same day, so it seems that the measurement will be around 14:00. · buffer used (stainbuffer, buffer used for fixation) the same lot has been used up, so it will be a new adjustment. ·donkey serum (current solution) ·dw ·facsflow ready. Mon apr 17 09:13:10 utc 2023 - patient fields updated: hazard, injury or erroneous results? No hazard, injury or erroneous results details (B)(6) : on(B)(6) 2023 09:05:37 (gmt) contact from (B)(4) tel: (B)(4) [phenomenon] about 10 events occur when running water. 136 events in 2 minutes. I flushed the water twice more and measured 4 events in 2 minutes. It does not appear that many air bubbles are coming out of the sheath filter. (B)(6) : (B)(6) 2023 07:05:52 (gmt) email from mr. (B)(6) to bdb_support so far it's happening only with s-racmo on the same day, the remainder of the sample measured by s-racmo was measured by lyric of another company on the same premises. No noise was seen at all, and it was confirmed that the same measurement data as our company's could be obtained. Therefore, we think that it is not a problem on the specimen side, but a problem on the device side. > < 0.1% is over confirmed. After that, when the third measurement (staining pattern c) was performed, the amount of carryover increased further, and even after performing sit flush six times, there was no improvement. Since the gate setting is instructed so that the isotype sample is 0.1% or less, it is not possible to gate at an appropriate position if there is carryover. (B)(6): (B)(6) 2023 07:00:19 (gmt) emails from users -2 ·could you tell us the measurement conditions you confirmed (flow rate, threshold event (event/sec)), etc.? Low (70 to 100evt/sec) during voltage adjustment, and medium (400 to 700evt/sec) during measurement. ·also, in the case of lyric, the threshold setting may differ when setting measurements such as lyse wash or lyse no wash. Are s-racmo and another company's measurement test standardized on similar conditions (for example, measuring with a new experiment)? Also, we would appreciate it if you could confirm whether the threshold cut conditions (fsc5000, percp200, etc.) Are different for (B)(6), or another company. (B)(6) and our company have the same version of facsuite, so the experiment used by our company we have taken it in as is and implemented it. I didn't see any major differences. Another company has an old version, so we asked them to create it from scratch using our template as a reference. This is the first time I've measured this, so I haven't been able to confirm the detailed measurement conditions, normally, sit flush is performed twice, but no noise was obtained even though it was performed only once. (B)(6) : 2023-04-17 07:00:02 (gmt) email from user -1 ·is it possible to disclose the lyric serial number of another company on the same premises? (Check suite version and maintenance history) (B)(6) . The facsuite version is 1.4.1, which is a little older than ours. (Our company and s-racmo are the same.) Another company owns another one (B)(6), and we are planning to measure that device in the near future. What kind of cells are you measuring? Depending on the cell size and condition, the sample line may be easily clogged, so please let us know. In addition to ips cells and ips cell-derived differentiated cells (fsc appears at a lower position and ssc at a higher position than the ips cell plot) I also use cell lines (a size between the above two). I use multiple sets of antibodies, but they all detect intracellular markers and are permeabilized with fixed membranes. ·are there any special measurements such as fixed membrane permeation or other than facs buffer and stain buffer used in the measurement application? We are performing fixed membrane permeabilization using your company's cytofix/cytoperm (51-2091kz). 2% donkey serum is added to perm/wash. (B)(6) : on (b(6) 2023 06:58:52 (gmt) email from user (B)(6) , an fcm testing contractor that we have been consulting with since last week. We have obtained permission to disclose information, so we will contact you. The equipment that is troubled by noise is lyric owned by s-racmo co., ltd. (Osaka). The serial number is (B)(6). I attended the measurement at the site on friday. The amount of noise seems to be less than before, but it was still not a perfect equipment condition. On the same day, the remainder of the sample measured by s-racmo was measured by lyric of another company on the same premises. No noise was seen at all, and it was confirmed that the same measurement data as our company's could be obtained. Therefore, we think that it is not a problem on the specimen side, but a problem on the device side. I heard that the sheath filter and sample line were replaced during the last engineer's visit. In addition, we have also carried out a series of cleaning work, but we would appreciate it if you could teach us if there are other effective means. If you need any other information, please let us know and we will share it as much as possible. (B)(6) : on (B)(6) 2023 06:57:02 (gmt) email from user ( on (B)(6) 2023 this is a problem that has occurred in lyric, which has been outsourced from our company for fcm testing, at the beginning of this week, an ioq was conducted on the instrument, and I heard that the sheath filter and sample line were also replaced at that time. Again, I have been informed that the samples are gradually carrying over. Tomorrow, I will go to the site and check the situation, and I will use the drain and fill flowcell and clean cuvette described in the manual. I would like to implement it, but if there are any other countermeasures that your company recommends, please let me know. The measurement immediately after ioq seemed to have improved, but the noise gradually increased, currently, even if sit flush is executed a maximum of 6 times, it seems that carryover occurs. Email from okuda ¿ next, I think that the number of times of sit flush and other work are being carried out sufficiently. This is also done by the user himself, or if you are in a maintenance contract, or if there is a plan to visit our company to the most recent contractor, the responder will change. For example, by shortening the sit sample line length setting, the amount of liquid in the sample line can be physically reduced, another method is to reduce the amount of cell suspension in the sample line that can carry over. By raising the height below the sample line, as a demerit, the dead volume that can be measured with 1tube will decrease, I would appreciate it if you could consider it as an example. (B)(6) : on (B)(6) 2023 06:55:05 (gmt) email from user ( on (B)(6) 2023) when I inquired with the person in charge at another site, the sit started to drip, so it seems that an engineer from your company came to visit the other day. At that time, they improved the clogging of the sit waste liquid line and confirmed that there was almost no carryover with beads. After that, the isotype sample could be measured without carryover, so 5 positive samples were measured continuously, just to make sure, when I measured the isotype sample that was measured first again, it seems that carryover was recognized as well. The engineer who was in charge of the repair suggested that we perform sit flush 6 times for max. At our company, we have been able to measure exactly the same sample with sit flush twice, so we would like to use the same conditions if possible. Email from mr. (B)(6) if there is no improvement as (B)(6) advised, please contact an engineer. Also, if it does not occur with different cells or cell concentrations, and if carryover does not occur when flowing with a specific cell or cell concentration, it may be caused by the cells. Since the exact same cells are used, if there is an extreme change, of course, I think it would be necessary to check with an engineer, but there is a possibility that the cleaning that okuda advised will improve it, so I would appreciate it if you could confirm it. Thank you. (B)(6) : on (B)(6) 2023 06:53:24 (gmt) from as (B)(6) reported user (B)(6) therapeutics (B)(6) email from user ( on (B)(6) 2023) when measuring with lyric at another base, there is a plot that looks like the sample measured immediately before has been carried over to the next measurement sample. Because they are measuring under the same conditions as our company (number of sit flushes, etc.), we believe that the equipment at another site may not be in good condition. We are currently thinking of requesting an increase in the number of sit flushes, multiple daily cleans, and monthly cleans. If you have any other recommended response methods other than these, please let me know. Email from (B)(6) not only yric but also the flow site itself has individual differences in specific parts such as lasers and detectors, if sample carryover occurs, it may be caused by sit adjustment in addition to the sample and contamination. It is a known finding that carryover increases when the length of the sample line coming out of the sit is not appropriate, for example, if the sample line is lengthened to suck up the sample liquid to the end, the carryover will increase accordingly. If it's okay with you, could you recommend running facsflow as a sample after sample measurement to check for carryover? Facsflow is an extremely clean buffer, so you should expect zero events in most cases. If carryover is confirmed, the sit will be adjusted, but in this case, our engineers will need to visit. (B)(6) : on (B)(6) 2023 06:34:05 (gmt) excessive noise (suspicion of carryover) when the rest of the sample was measured with another lyric on the same day, no noise was observed. No improvement after sit flash 6 times.

Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial (B)(6). Problem statement: customer reported a complaint regarding carryover that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 659180. Date range from (B)(6) 2022 to date (B)(6) 2023. Manufacturing device history record (DHR) review: DHR part #659180, serial (B)(6) , file 659180-659180-r659180000695-107829731-22 was reviewed. The instrument met all the manufacturing specifications prior to release. Mfg. Date: 31jan2022. Complaint trend: there are 8 complaints related to the issue of carryover for part # 659180. Date range from (B)(6) 2022 to date (B)(6) 2023. Returned sample evaluation: a return sample was not requested for evaluation because the potential cause of the issue was determined using the servicemax review. After the repairs/replacements, the instrument was found to be performing as intended. Service history review: review of related work order (B)(4) , case (B)(4) install date: on (B)(6) 2022. Defective part number: 641925 - pump priming p2 main system work order notes: subject / reported: excessive noise (suspicion of carryover) problem description: excessive noise (suspected carryover) work performed: fse replaced p2 pump and readjusted sample tube mounting and performed pqc test which passed. Normal operation of instrument confirmed. Cause: carryover was recognized in the initial stage of verification. After that, the reproducibility of the phenomenon was no longer seen. After replacing the pump and performing a sit flush operation, instrument is operating at normal standard. Solution: replaced p2 pump and sample tube mounting readjustment parts replaced: 641925 - pump priming p2 main system risk analysis: risk management file part (B)(4) , rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation's are sufficient. Hazard(s) identified? Yes no hazard ID (B)(4) hazard: incorrect output for samples up to 1.5ml or less. Cause: sample carryover error - fluidic harmful effects: events appear in wrong tube (false positive result). Residual probability: 1 residual severity: 3 residual risk index: 3 potential causes: based on the investigation results, the potential cause was determined to be a worn out p2 pump. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and service activity review the potential cause of carryover was determined to be a worn out p2 pump. The fse (field service engineer) went onsite and confirmed the issue. To resolve the issue, the fse replaced p2 pump and adjusted sample tube mounting. Afterwards, fse performed a sit flush and subsequently, the instrument is functioning as expected. Fse confirmed that the erroneous results on patient samples were not reported to clinicians. No patient was diagnosed or treated based on these results. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer experiencing carryover issues on the facslyric was determined to be a worn out p2 pump. The fse confirmed the issue and replaced p2 pump and adjusted sample tube mounting. After the repair, the instrument was tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.